Event description:
Boston scientific received information that during a routine follow up in clinic, this right ventricular (rv) lead exhibited elevated threshold measurements and noise. The noise was oversensed resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. The physician elected to make programming changes. Subsequently, approximately two months later, an elective lead revision procedure was performed. The physician attempted to reposition the lead without success due to patient anatomy. The physician suspected the beginning of possible clavicular crush. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the internal insulation was damaged, the rs conductor coil and distal hv conductor were touching, however, conductors were not exposed. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.